Event description:
It was reported that the right atrial (ra) lead had a high threshold in the bipolar configuration, oversensing with inappropriate mode switching and undersensing of p-wave. During the ra lead revision, the right ventricular (rv) lead dislodged. The ra and rv leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-58 implantable pacing lead 2011-(B)(6), vedr01 implantable pulse generator 2011-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to kinking/buckling as well as pulling/stretching/overstress. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage and stretching. The analyst noted that electrical resistance and cross continuity test results were within specifications. Visual inspection found the lead was extrinsically damaged. No anomalies were found.